Event description:
During routine testing of the device at the service center, the service technician reported the wires were exposed at the calibrator end. The calibrator was originally returned for not holding the cable heads when the exposed wires were found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.